Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar device was implanted during a metal marker placement procedure performed on (B)(6) 2020. According to the complainant, after the procedure, gel was found to be present in the rectal wall. There were no patient complications reported as a result of this event. Reportedly, radiation treatment will be performed in the future. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.